Manufacturer narrative:
(B)(4). Carefusion has requested return of the complaint from the customer. To date the complaint device has not been returned to carefusion. A follow up emdr will be submitted if the complaint device is received and an evaluation performed.

Event description:
The ball joint popped out on the adapter, disconnecting the ventilator circuits from the patient. The nurse was turning the patient at the time and was there to respond immediately. Customer confirms that reported item was being used on patient and no patient harm but medical intervention was needed.

Manufacturer narrative:
The vyaire medical/carefusion failure analysis lab received the suspected device/component and performed a failure investigation. Vyaire medical/carefusion opened CAPA # (B)(4) and issued a scar(supplier corrective action request) to flex(flextronics international latin ame) (B)(4) to further investigate this issue. This was a controlled product evaluation by vyaire medical/carefusion. A review of the device history record (DHR) was performed for this lot. No discrepancies were found in any of the lot numbers in the controlled product evaluation.